Manufacturer narrative:
Investigation: 21 closed samples and 2 open and empty samples were received. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. A review of the batch manufacturing record revealed this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. A tightness test to the closed samples received has been performed and the units are tight. All closed samples were tested for: 1) needle attachment strength and the results fulfil the requirements of the european pharmacopoeia (ep): 2.58 kgf in average and 2.11 kgf in minimum (ep requirements: 1.81 kgf in average and 0.61 kgf in minimum) 2) knot pull tensile strength and the results fulfil the requirements of the european pharmacopoeia (ep): 6.70 kgf in average and 6.08 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum) 3) degradation test and the results fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the closed samples received are 4.55 kgf in average and 4.10 kgf in minimum (b. Braun surgical requirement is 2.69 kgf in minimum). According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the products comply with our specifications; therefore we do not see any manufacturing fault or material defect that could have caused the incidence. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a suture broke postoperatively and the patient underwent a second hernia repair due to the issue. The patient was scheduled for same-day surgery and initially underwent an incisional hernia repair on (B)(6) 2018. The procedure was noted as being complex; another manufacturer's mesh was used in combination with the suture. Within 24 hours it was apparent that the patient had a small bowel obstruction, which was originally thought to be an ileus. Following a CT scan, the patient was returned to the operating room for repair of a recurrent hernia. The hernia had again occurred in the same area as before. It was found that the suture had broken and had caused the mesh to become displaced. Further details have been requested.